Event description:
On (B)(6) 2013, it was reported that the patient passed out while calling an ambulance for elevated blood glucose levels on (B)(6) 2013. When he woke up, he was in the hospital. On (B)(6) 2013, he reported that his blood glucose device had displayed e6 (mechanical error); after rewinding the piston rod, the error did not reoccur. He thinks his infusion device had not delivered insulin since it had displayed the e6 message. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the pump were tested successfully and meet the specifications. Due to the high friction of the drive unit, the piston rod blocked and the pump correctly triggered the e6 error messages. After several attempts, the customer solved the e6 successfully but the e6 reappeared after several days. The delivery accuracy was not affected.